Event description:
It was reported that the customer was treated by a nurse due to hypoglycemia. The reported blood glucose reading was 44mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The fixed prime was set at 10.6 units. During the phone call, the fixed prime was reset to the proper 0.3 units. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.